Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with 3-4 syringes of juvéderm® voluma¿ xc in the cheeks. 10 days post injection the patient experienced delayed inflammatory response. The patient had both inflammation and nodules in the treatment area. The filler was dissolved with hyaluronidase, and the patient had been on doxycycline and oral steroids. Nodules have been resolved, but the patient is still experiencing inflammation when attempting to stop the steroids.